Manufacturer narrative:
The customer's report was observed at zoll medical corporation and attributed to having the incorrect application software loaded. The correct aed3 application software was installed to remedy the report. The customer confirmed that they did not attempt to upgrade the software in the field. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, that the unit halts after partial boot cycle. Complainant indicated that there was no patient involvement in the reported malfunction.